Event description:
The physician found an esophageal stent was placed on (B)(6) 2012 that had migrated into the stomach of the patient. The physician was unable to retrieve the stent and the patient was being referred for surgery. The ends appeared sharp-crowns had decayed leaving "barbed" ends on one side of the stent. Scratch marks appeared on the inside of the stomach. The patient's initial stent placement was on (B)(6) 2012. The patient did go to surgery. The stent was removed by gastrotomy (abd incision) without difficulty. Patient's recovery was uneventful and was discharged home 5 days later.

Manufacturer narrative:
The actual lot number of the evo-20-25-8-e device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The complaint information reported was as follows: "the complaint information reported was as follows: "the physician found an esophageal stent was placed on (B)(6) 2012 that had migrated into the stomach of the patient. The physician was unable to retrieve the stent and the patient was being referred for surgery. The ends appeared sharp-crowns had decayed leaving "barbed" ends on one side of the stent. Scratch marks appeared on the inside of the stomach." Additional information received was as follows: the patient's initial stent placement was on (B)(6) 2012. The patient did go to surgery. The stent was removed by gastrotomy (abd incision) without difficulty. Patient's recovery was uneventful and was discharged home 5 days later. Images were provided of the original stent placement. Due to poor visibility of the images provided, no assessment was possible to provide. With the information provided a document based investigation was carried out. As the device was not available to be returned, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. The component involved in this complaint is the esophageal stent - rmn 12-439 and is subject to incoming inspection. Prior to distribution all evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-8-e device involved in this complaint could not be carried out as the lot number was not provided. As per the instructions for use, IFU, that accompanies this device potential complications associated with upper gi endoscopy include but are not limited to stent misplacement and/or migration. A 2 year review of the complaints history for evo-20-25-8-e devices revealed no other complaints in relation to "stent migration" for this rpn. This complaint therefore represents an isolated occurrence for this rpn over this time frame. No corrective action is warranted at this time. From the information provided, the patient did go to surgery. The stent was removed by gastrotomy without difficulty. Patient recovery was uneventful and the patient was discharged from hospital 5 days later. The overall risk index of this complaint has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.